Event description:
On (B)(6) 2010, customer reports a pt of unk age and sex was being prepared for a venography procedure. Prior to attaching the tubing from the injector to the pt, the customer used the fill/expel bar to remove air from the line. The fill/expel bar became stuck in the expel position and expelled an unk amount of contrast onto the table prior to the customer shutting off the injector. Injector was restarted and the procedure was completed without further incident. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.